Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the allergic reaction. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported that he went to an urgent care clinic to treat a severe allergic reaction he had to the adhesive. The doctor gave him a benadryl shot which helped clear the sign of hives he had from head to toe, a prescription for a medication to take as needed if he experiences another allergic reaction, and an adarax prescription for itching. The pod was worn between 4 and 24 hours and discarded.